Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the latex." The device was not returned.

Event description:
It was reported that the balloon of the bardia 2-way foley catheter burst. No patient injury reported.